Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12578. It was reported the patient's system was explanted. In addition, the patient is reportedly doing fine.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12578. It was reported the patient is having her scs system explanted as she suspected the leads are causing an allergic reaction. The patient also reported pain at the lead site. An allergy kit shipped to the patient and she has an appointment with an allergist.